Event description:
The core impaction drill was sent for evaluation due to overheating during a procedure. The procedure was completed with a readily available alternate device without and procedure delay. No adverse event was associated with the device.

Manufacturer narrative:
Corrosion of the rotor and driveshaft was identified as the probable cause of the overheating reported.